Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the lens adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center for a separate issue. During evaluation of the device, the objective lens adhesive was found to be peeled off/detached and was repaired. There was no patient involvement, and no harm was reported as a result of the event.